Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported the screen could be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/05/2014-product analysis:the pump has been returned and evaluated by product analysis on 06/02/2014 with the following findings:investigation revealed that the display screen was dim and discolored. Unrelated to the complaint, a battery compartment crack was observed during evaluation. The returned battery cap was able to properly secure to the pump without power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.